Manufacturer narrative:
Correction: section a; date of birth entered in error.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead was found to exhibit loss of capture and noise over-sensing. During the clinic check, the patient was experiencing lightheadedness and pulsating symptoms in her left shoulder/arm when laid down. Programming changes were made to resolve the issue and the patient will be continued to be monitored. The patient was stable throughout.